Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer's pump turned off unexpectedly at 70% battery life and will not turn on. The customer's blood glucose level was elevated.